Event description:
It was reported that the patient¿s device ¿had not been working¿ since implant and the patient went through ¿thousands of diapers¿ a week. The reporter also noted that the patient had fluid in his legs and was going to be given lasix for that. The reporter did not think that the patient had seen his healthcare provider about the ¿issues¿ with his device. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va01zrc, implanted: (B)(6) 2012, product type: lead. (B)(4).